Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 635mg/dl. It was stated that the customer had nausea and vomiting before being admitted. Troubleshooting was performed. The nurse stated that the insulin pump was not delivering insulin. Ran a high pressure test and the test passed. Performed a self test and passed. Advised the customer that the device was working as it should. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.